Event description:
Pt reported that back to back tests performed on the pt's surestep meter were 11, 14 and 50 mg/dl (156% diff.). Meter was not cleaned according to MFR's product recommendations. There was no allegation of harm.